Event description:
It was reported via service technician, that while testing the attachment during routine maintenance, it was noted that the bur was broken inside. It was also reported that there was no pt involvement and a sterile area was not compromised. It was further reported that this event did not result in any delays to surgical procedures.

Manufacturer narrative:
The bur subject to this MDR was not returned to the manufacturer for evaluation. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined. (B)(4).